Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient called technical services center regarding a scale reading error. The technical service representative reviewed the treatment records. The patient drained 4391 ml during cycle one of treatment. This value is 219% the patient's fill volume of 2006ml. During follow up the nurse stated the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient was trained to perform stat drains if they felt full and had manual supplies to perform treatment without the cycler when it was necessary. The patient was able to complete treatment on the cycler. The patient received the replacement cycler and was continuing pd therapy without further issue. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The reported symptom ¿iipv (dv > 200% of fv)¿ was not confirmed. An external visual inspection was performed with no physical damage noted. A simulated treatment was performed. The cycler weighed fill volume values were within tolerance. The system air leak and voltage check tests passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.